Event description:
It has been reported to philips that the etco2 nasal monitoring miscounting respiratory rate intermittently throughout the job. The marked difference in manually counted respiratory rate v rate on screen (counted when looking at the patient showed obvious discrepancy). A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.